Manufacturer narrative:
Patient age, sex and weight: patient demographics were obtained from the (B)(6) 2020 baseline data. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a mid-right coronary artery (rca) percutaneous intervention was performed. Two xience sierra stents were implanted in the mid rca without a device issue reported. On (B)(6) 2021, the patient was hospitalized with chest pain and medications were provided. Restenosis was observed in the distal portion of the 2.25x38mm xience sierra stent. As treatment, additional angioplasty was performed. No additional information was provided regarding this issue.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience sierra everolimus eluting coronary stent system instructions for use (IFU), as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previous medwatch report, the additional information was received: the chest pain started on (B)(6) 2021. On (B)(6) 2021, in-stent restenosis at the 2.25x38mm xience sierra stent distal edge was noted, treated with additional angioplasty and another oct run was performed.

Manufacturer narrative:
B3, b5: updated.b3: date of event - updated b5: description of event.

Manufacturer narrative:
Patient age, sex and weight: patient demographics were obtained from the (B)(6) 2020 baseline data. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, a mid-right coronary artery (rca) percutaneous intervention was performed. Two xience sierra stents were implanted in the mid rca without a device issue reported. On (B)(6) 2021, the patient was hospitalized with chest pain and medications were provided. Restenosis was observed in the distal portion of the 2.25x38mm xience sierra stent. As treatment, additional angioplasty was performed. No additional information was provided regarding this issue.